Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has no useful near vision and must use a magnifying glass to see up close. In a follow up, the surgeon reported the event continues. There are two medical device reports associated with this event. This report for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/23/2009, 07/24/2009, and 08/07/2009 by phone, fax, and mail. A completed questionnaire was received on 08/10/2009. This report was mailed to FDA on: 08/14/2009.